Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Further investigation could not be performed due to lack of information. Test date and cartridge serial number were not provided.

Event description:
On (B)(6) 2022, customer reported to cue health technical support specialist that her and her child received false positive results using the cue covid-19 test for home and over the counter (otc) use. See (B)(4) for the customer's false positive result report. Customer's child received a positive result followed by multiple negative results using the cue covid-19 test for home and over the counter (otc) use. Customer did not provide additional information (i.e., testing dates, serial numbers, lot numbers, confirmatory testing) regarding child's test.

Manufacturer narrative:
Update to h10: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.